Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited oversensing due to noise. This oversensing led to pacing inhibition. Upon revision, insulation breach was noted. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events of oversensing due to noise that led to pacing inhibition and insulation breach were confirmed. As received, a partial lead (only distal portion) was returned in one piece. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression. The cause of the reported events was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.